Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 568 mg/dl and 241 mg/dl. Customer was already given 10 units of novolog based upon a previous reading of 410 mg/dl; customer was given an additional 10 units of novolog based upon the reading of 568 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.